Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had fallen and fell against the device in the bathroom on the toilet about a week ago. The patient rep stated now there was a big black & blue spot on the patient's back and that they could feel the implant pretty plainly now as compared to before the fall. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient rep had initially called to request information about hcp's in their new area. Physician listings were emailed to the patient rep.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.